Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse, reporting on behalf of a customer, reported he had received higher readings from his adc freestyle libre sensor than he was feeling and higher than subsequent readings received by healthcare providers. Caller further reported that on (B)(6) 2017 customer was feeling ¿dizzy¿ so he performed a scan and received a reading of 291 mg/dl. The customer did not understand the symptoms he was experiencing because he had eaten an hour before and did not take any insulin. The customer then lost consciousness. The customer was assisted by a teacher, regained consciousness and drank some juice. Another scan was performed and this time the result was 300 mg/dl. Due to the high reading no further treatment was undertaken by the teacher. Paramedics were called and upon arrival performed additional scans, which produced readings above 300 mg/dl. While transporting the customer to the hospital, a blood glucose test was performed in the ambulance, which reportedly ¿confirmed hypoglycemia¿ (no reading provided). At the hospital, a laboratory reading of 27 mg/dl was received. The caller did not know what specific treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.